Manufacturer narrative:
Investigation summary: mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined due to lack of sufficient clinical details, and unreturned product and logs for further evaluation. Low or blocked pump flow: the root cause of the low or blocked pump flow was not determined due to lack of sufficient clinical details, and unreturned product and logs for further evaluation. Device in wrong position: the root cause of the positioning issue was not determined due to lack of sufficient clinical details and unreturned product and logs for further analysis.

Manufacturer narrative:
Section d brand name corrected. H6 the medical device code was updated, and code a150202 was omitted per the information in the complaint record.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery access for the support of a 73-year-old male patient. The patient had been admitted in with diagnosis of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient's pump was seen to be having positional issues along with suction alarms. The echo imaging was not confirming pump position and the physician decided not to perform the more invasive tee imaging. The urine color was changing, with concerns of hemolysis. Before the hemolysis could be confirmed, the patient expired on day 2 of the support. Hemolysis is a known risk associated with impella support as described in the instructions for use. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.